Event description:
Customer reported malfunctions requiring pump reset to clear. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.